Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer had not reported any symptoms. Customer had treated with injection for her blood glucose. Customer's blood glucose value was 450 mg/dl. Customer declined to troubleshoot for high readings. The customer reported pump was broken, part of the reservoir compartment is very rough and customer describes it as being broken right in half. Customer had also mentioned the black ring inside has been gone for a long time. Right now the reservoir is very loose in the pump and she has had high blood glucose. The customer was assisted with troubleshooting . Customer stated damage to the pump. Customer stated reservoir compartment lip is broken and reservoir is not tightly in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring and cracked battery tube threads.